Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump system. The pump was used to deliver dilaudid (hydromorphone) 500mcg/ml at 25mcg/day. It was reported that the patient was seen by their doctor in the clinic on (B)(6) 2023, at which time it was first noted that there was "breakdown" at the pump incision site. At that time, the doctor prescribed keflex 500mcg twice daily for two weeks. The patient was then seen again by a nurse practitioner on (B)(6) 2023 for a wound check. At that visit, it was noted there was redness, drainage and swelling at the site so the patient was scheduled for an explant. The pump and proximal pump segment were explanted on (B)(6) 2023 due to a pump pocket site infection. The spinal segment was tied off and abandoned in the lumbar incision. It was noted that the rep was not present at the time of this explant. The patient was scheduled for a pump implant and catheter revision on (B)(6) 2023. The patient was taken to the operating room on (B)(6) 2023 for a new pump and catheter implant. Due to the patient's body habitus, the physician thought it would be better to put the new device in the flank area. The physician was given a new 8780 catheter, which was placed at t8. The 8637-20 pump was placed in the right flank. At the time of this report, the issue was resolved and the patient status was "alive-no injury". In regards to any environmental, external, or patient factors that may have led or contributed to the issue, a recent device implant on (B)(6) 2023 was noted. The patient's weight was noted to be 75 kilograms. The patient's medical history was asked but was unknown. The event occurred post-operatively.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.